Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 219050. UDI: (B)(4).

Event description:
It was reported that that patient had inadequate pain relief, and the paddle lead had two fractured contacts. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.